Manufacturer narrative:
E1: patient city: (B)(6) patient country: canada name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient experienced adhesive issues with infusion set, which fell off the same day because the patient was perspiring a lot event on (B)(6) 2026